Event description:
Report received of the infusion pump stopping without alarming. The customer reports that the pt is on a vancomycin intermittent infusion, every 12 hours with an unspecified kvo rate. The total volume is 250ml's over 24 hours with a dose to be given at 12p.m. And 12a.m. The bag has been hung at 1p.m. By the reporter. The next morning the pt's family member noticed the bag was still full. The customer was notified and delivered a new pump. The pump has stopped delivering after 7 hours of the kvo dose. The 12a.m. Dose was not delivered. The pump did not alarm but appeared to be on. The pt also receives a 10p.m. Dose of another drug that is not compatible with vancomycin and is given via an eclipse pump. The family member was able to flush the pt's line and infuse the 10p.m. Medication. The pt line was flushed and connected to the aim pump. The pump stayed on but the vancomycin was not delivered and the pump did not alarm. The missed dose did not impact the pt's condition. No report of adverse pt effect.